Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in clinic with multiple power cable disconnect (pcd) alarms. Log file review was requested and the event log file displayed multiple pcd alarms as mentioned while tethered on mobile power unit (mpu) (at the system controller black power lead). The majority of pcd alarms appeared to be associated with routine changes in external power (batteries/mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. Technical services stated that the pcd alarms displayed in the event log file do not appear to be occurring while tethered on batteries. The site stated that the patient did have a v-locking power cord. The equipment was inspected, and the site did not see anything wrong with the mpu. Upon inspection of the controller, it appeared to have water damage and was changed out for a new one.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on 25jun2024 that exchanging the controller resolved the alarms. No items were to return for evaluation, and there was no patient impact.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via log file analysis. The reported event of water damage to the system controller was unable to be confirmed. A review of the log file contained data spanning approximately 5 days (01jun2024 ¿ 05jun2024 per timestamp). On 03jun2024 at 21:26:48 and 04jun2024 at 6:07:42, 16:03:16, 20:42:36, and 20:43:55, while connected to the mobile power unit (mpu), power cable disconnect alarms activated due to relative state of charge (rsoc) invalid faults associated with the black power cable being outside the voltage threshold. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the mpu was inspected and found in good condition. It was stated that exchanging the system controller resolved the alarms. No photos or additional documents were submitted for review. The root cause for the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.